Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited t-wave oversensing (twos). The rv lead also exhibited a "slight decrease in r-waves over time." Initially the rv lead was reprogrammed, then later both the rv lead and device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.